Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse evaluated the device and determined that this ECG trunk cable is worn out the replacement for which was ordered including the leadset grabber. Based on the information available and the testing conducted, the cause of the reported problem was worn out ECG trunk cable. The reported problem was confirmed. The customer ordered ECG trunk cable and leadset grabber to resolve the issue.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the 3 lead ECG cable is faulty. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the heartstart xl defibrillator monitor indicating that the 3 lead ECG cable is faulty. There was no patient involvement.